Manufacturer narrative:
Summary of inv findings: our investigation has been limited to the allegation in the claim, because no device, imaging studies or hospital or medical records have been provided. Consequently, based on very limited information we are not able to comment on the alleged filter perforation nor the consequent unsuccessful filter removal. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Rpn and lot number were not provided, why investigation of device history record has not been possible. However, nothing indicates that the device was not manufactured according to specifications. The exact root cause for the alleged filter perforation and the consequent unsuccessful filter removal cannot be determined based on limited information provided. William cook medical will continue to monitor for similar events.

Event description:
According to attorney's complaint: it is alleged that "on (B)(6) 2012, patient presented for an inferior vena cavogram which showed good flow through the inferior vena cava and showed there were no thrombus inside the ivc filter. Therefore, the decision was made to remove the filter. All attempts to remove the filter were unsuccessful. Upon further review of the venogram of the vena cava implantation site, it was noted that all four legs of the ivc filter were protruding outside the inferior vena cava. It was determined that the filter could not be removed because of scar tissue around the four protruding legs of the filter. Thus, further attempts at removal of the filter were abandoned." According to attorney's complaint: patient allegedly suffered significant and severe injuries to his body.